Event description:
According to the customer on (B)(6) 2022 he was using his rollator device ambulating up a ramp to his house when the wheel got stuck on a loose board and the patient fell to the ground and broke multiple ribs.

Manufacturer narrative:
According to the customer on (B)(6) 2022 he was using his rollator device ambulating up a ramp to his house when the wheel got stuck on a loose board and the patient fell to the ground and broke multiple ribs. Per the customer he did not require medical intervention immediately after the fall and was able to get up on his own. The customer reported that a few days later he was still experiencing soreness on his sides and decided to go to an urgent care, where they diagnosed multiple rib fractures. The customer stated that he is doing better and is only taking over the counter pain medication for pain control. The device is available and has been requested to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.